Manufacturer narrative:
The doco was returned for failure analysis and the reported failure was replicated. The unit was installed into a test system. The left eye was lost while the right eye worked fine. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, the surgical staff allegedly lost vision through the left eye of the surgeon side console (ssc). At the time the event occurred, the initial reporter contacted an intuitive surgical (is) technical support engineer (tse) for assistance. The initial reporter was not near the system during the call with the tse and therefore could not check the left eye of the touchscreen (tsc) on the vision side cart (vsc). The tse checked the site¿s system logs and identified a system error 48230 indicating a double controller (doco) communication error to the left camera control unit (ccu). The tse also found a system error 45311 which is indicative of loss of left video. The tse requested for the initial reporter to reseat the camera cable since the site did not have a spare cable. The tse also instructed the initial reporter to power cycle the doco, check the cables, and restart the system. The initial reporter called back later that same day indicating that the left eye was still not working. The site had replaced the camera cable, reseated the doco cables, and power cycled the doco and vsc. The system was restarted but the alleged vision issue persisted. The site also cleaned and reseated the blue fiber cable to the ssc. On august 31, 2018, intuitive surgical, inc. (Isi) contacted the site and obtained the following additional information regarding the reported event: at the time the event occurred, the patient was already under anesthesia and ports had been placed. Due to the alleged system issue, the surgeon made the decision to abort the planned surgical procedure. The prostatectomy procedure was performed via open surgery on a different unspecified day. An isi field service engineer (fse) was dispatched to the facility and was able to reproduce the reported failure. The fse replaced the doco to resolve the issue. The doco is located on the vsc and it receives and processes video signals.